Manufacturer narrative:
Investigation results: a photo was received in the columbus plant for evolution. A physical sample was not available for analysis. The photo provided showed foreign matter inside the syringe therefore failure mode is verified. Root cause is unknown based on photo provided. No related issues or defects in DHR. No quality notifications were issued for this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿cardboard particulate¿ was found inside a 20 ml bd luer lok syringe prior to use. There was no report of injury or medical intervention.